Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/26/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation. No peeling of the insulation was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. A lot history record review was completed for lots 3000314022, 3000314822, and 3000312715 the last 3 lots shipped to the account prior to the event/aware date. For the lot # 3000314022 a history record review was completed. There were ncmrs , rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For the lot #s 3000314822, and 3000312715. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the black piece broke and the device stopped working. The cautery separated and was split down the middle not attached. The jaws were closed during insertion. No resistance was noted. Nothing fell in the patient. No additional incisions or procedures were required. There was a procedural delay to open a new kit. No jury was reported.